Event description:
Pt was having old knee patella prosthesis (implanted) removed from placement. 2 burrs, regular size, broke while attempting to remove the pegs from old prosthesis. Third attempt with same make and size burr succeeded.